Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID 977c265, serial# (B)(4), product type: lead. Analysis of the leads has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The leads were received for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977c265, lot# va154kz019, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type lead; product ID 977c265, serial# (B)(4), product type lead; product ID 97725, serial# unknown, product type external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the rep connected the old implantable neurostimulator (ins) battery using the tablet and communicator; electrodes 8-15 on the lead showed no connectivity and abnormal high impedances. There were no contributing factors identified. The lead and the ins were planned to be replaced. A newly opened paddle lead connected to a wireless external neurostimulator (wens) showed 0-7 electrodes, with a red x with no connectivity and high impedances. The rep wiped the connectors down, reseated them in 0-7 a few times and put them in 8-15 but there was still no connectivity. In the end, the rep used a different paddle lead and did not implant the new one. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type lead product ID 977c265 serial# (B)(6) product type lead product ID 97725 serial# unknown product type external neurostimulator product ID neu_siliconeanchor lot# unknown product type accessory product ID neu_siliconeanchor lot# unknown product type accessory h3: analysis of the ins found insignificant anomalies. Analysis of the lead (va154kz019) found that the #8-#15 conductors were broken 9.4cm from the distal end. Analysis of the lead ((B)(6)) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.